Manufacturer narrative:
# 06/233

Event description:
The reporter stated the surgeon inserted an icm125v4 12.5 mm implantable collamer lens on 07/27/2005. The lens was explanted on 02/16/2006 due to excessive vaulating. Subsequently the patient experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged using a shorter lens.